Event description:
During baxter's evaluation, a spectrum pump alarmed for an upstream occlusion, when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found the lower reading on the ultrasonic sensor to be below specification. Low ultrasonic readings may make the pump more sensitive to upstream occlusion alarms. It was determined that this was caused by a failed upstream sensor which has been replaced.